Event description:
Disposable suction irrigator was connected and normal saline for back table was poured out via suction irrigator by first assist. Circulator was summoned to retrieve another suction irrigator because [redacted] stating this one is leaking.